Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose. The customer's blood glucose level was 522 mg/dl. The customer was treated with insulin through drip and her blood glucose was monitored. The patient was admitted to (B)(6) on (B)(6) 2015. The customer reported that she had no delivery alarm. The troubleshooting was performed. The customer was advised to change entire set, reservoir and insulin and treat per healthcare provider instructions. The customer was advised that we will send replacement infusion set to replaced the one used in the high pressure test. The customer was advised that the insulin pump is working as designed.